Event description:
During the coil embolization procedure of the middle colic artery, when the introducer sheath of the presidio (pc4182050-30/c19714) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified microcatheter (renegade/stryker, type unknown), the physician noticed that the microcoil of the presidio was separated from the dpu. However, during that time, he did not attempt the detachment of the presidio. As the presidio could not be advanced into the microcatheter, he withdrew it from the microcatheter. Then the procedure was continued using a new product of different lot (pc4182050-30, lot unknown), which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No information was provided regarding the aneurysm/vessel or patient. No additional information is available.

Manufacturer narrative:
The DHR has not been scanned and cannot be reviewed, document control has been sent an email requesting the DHR for review. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of the middle colic artery, when the introducer sheath of the presidio (pc4182050-30/c19714) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified microcatheter (renegade/stryker, type unknown), the physician noticed that the microcoil of the presidio was separated from the dpu. However, during that time, he did not attempt the detachment of the presidio. As the presidio could not be advanced into the microcatheter, he withdrew it from the microcatheter. Then the procedure was continued using a new product of different lot (pc4182050-30, lot unknown), which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No information was provided regarding the aneurysm/vessel or patient. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event could not be confirmed. However, review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information, procedural factors or user interaction may have contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.